Event description:
It was reported that there was high rv lead impedance at implant, despite attempted repositioning. The lead was exchanged.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval: the reported complaint of high impedance was confirmed due to the helix being in the retracted position and clogged with dried body fluid and tissue. After extending the helix, impedance measurement was normal. No anomaly was found.